Manufacturer narrative:
The patient will continue to be monitored with three month follow up visits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this device displayed a battery depletion (bd) error. The device has been implanted for 2.7 years and the remaining battery life was 54%. No other anomalies were found during the follow-up. A memory download was performed and sent to boston scientific technical services (ts) for further evaluation. No adverse patient effects were reported. A ts consultant reviewed the data and discussed that the battery does appear to be depleting faster than expected. The most conservative estimate until elective replacement indicator (eri) could be reached is one year; however, more downloads were suggested to help determine a more precise estimate. The device remains implanted and in service.